Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09-oct-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed a notch/dent like mark located in the lens edge at 10:00 in relation with the picture orientation. Per the ark location, it is not expected to have clinical impact on the patient's visual function; however, the definitive clinical impact and the potential root cause for the reported issue cannot be determined from a picture assessment. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded, monofocal, intraocular lens (iol) the surgeon noted the iol had a defect on one edge. Through follow up, we learned that the iol remains implanted. There was no patient injury reported and no medical or surgical interventions were required. No further information was provided.